Event description:
During surgery, when the rod coupling in disposable kit (steriled) was used, the one of the screws on the rod coupling was tight and did not function. The surgeon used a rod coupling of that was hospital owned, it was used before. The surgery was completed without problem and the surgeon requested the investigation of the rod coupling.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.